Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings around 400 mg/dl while using the ilet, and two prior insulin cartridges were observed to be leaking; after guided troubleshooting, a full supply change was performed, leakage was no longer observed, and insulin delivery resumed with an inset 6 mm infusion set. Customer care walked the user through supply change remotely. Investigation of this case revealed evidence consistent with a leaking insulin cartridge that likely reduced insulin delivery until the supply change resolved the issue. Symptoms included headache associated with hyperglycemia. Outcomes included no emergency care or hospitalization. It was concluded that the event was related to a device component problem involving the cartridge with leak, and the issue was mitigated by replacing the supplies and confirming resumed delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.